Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature delivery ("at 25 weeks gestation, she gave birth to twin boys"), pregnancy with contraceptive device ("pregnant/ pregnancy (with complications") and fallopian tube perforation ("the left essure micro-insert had perforated fallopian tube and was resting on the outside of the same/ essure coils are identified in the pelvis ") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous (date of births: 12-dec-1991, 09-sep-1993, 09-sep-1993, 22-oct-1996, 28-aug-2001, 19-sep-2005, 08-mar-2009, 02-apr-2010, 02-apr-2010.), hernia, obesity, c-section, seizures, morbid obesity and vaginal delivery. Concurrent conditions included lower abdominal pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension. On 1-jan-2010, 8 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 2-apr-2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal cramping, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she gave birth to twin boys, one via vaginal birth and one via cesarean section) and surgery (during the c-section a bilateral salpingectomy was performed). Essure was removed on 2-apr-2010. On 2-apr-2010, the pregnancy with contraceptive device had resolved. At the time of the report, the premature delivery had resolved and the fallopian tube perforation, abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and urinary tract infection outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Her most ailments have been resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2009: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical drug, concomitant disease, laboratory data were added. On 01-may-2009, she implanted essure (previously reported as may-2009). Updated suspect drug indication. Added event abnormal bleeding (vaginal, menorrhagia), pain, urinary tract infection. Updated events and outcome. On 1-mar-2018: medical record received - new reporter was added. Case updated as medically confirmed. Historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of premature delivery ("at 25 weeks gestation, she gave birth to twin boys"), fallopian tube perforation ("the left essure micro-insert had perforated fallopian tube and was resting on the outside of the same/ essure coils are identified in the pelvis / left essure coil had perforated the fallopian tube and migrated into the uterus") and pregnancy with contraceptive device ("pregnant/ pregnancy (with complications") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, multiparous (date of births: (B)(6) 1991, (B)(6) 1993, (B)(6) 1993, (B)(6) 1996, (B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010.), hernia, obesity, c-section, seizures, morbid obesity and gravida. Concurrent conditions included lower abdominal pain. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension. In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2010, 8 months after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal cramping, even when not menstruating / abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she gave birth to twin boys, one via vaginal birth and one via cesarean section) and surgery (during the c-section a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the premature delivery, abdominal pain, dysmenorrhoea, pelvic pain and urinary tract infection had resolved and the fallopian tube perforation, menorrhagia and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Her most ailments have been resolved. Breech presentation of baby b, cord prolapse during delivery of baby b, desires permanent sterilization. Procedure: svd (spontaneous vaginal delivery) of twin a, external cephalic version of twin b, rltcs (low transverse caesarian section), btl diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion fallopian tubes most recent follow-up information incorporated above includes: on 8-aug-2018: events- "pain, urinary tract infection, dysmenorrhea (cramping) ,abdominal pain" outcome updated to "recovered / resolved" from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("at 25 weeks gestation, she gave birth to twin boys"), fallopian tube perforation ("the left essure micro-insert had perforated fallopian tube and was resting on the outside of the same/ essure coils are identified in the pelvis / left essure coil had perforated the fallopian tube and migrated into the uterus"), pregnancy with contraceptive device ("pregnant/ pregnancy (with complications") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (date of births:(B)(6) 1991, (B)(6) 1993, (B)(6) 1993, (B)(6) 1996, (B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010.), hernia, obesity, c-section, seizures, morbid obesity and gravida. Concurrent conditions included lower abdominal pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension, 4 months after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal cramping, even when not menstruating / abdominal pain"). The patient was treated with surgery (during the c-section a bilateral salpingectomy was performed and she gave birth to twin boys, one via vaginal birth and one via cesarean section). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the pregnancy with contraceptive device had resolved. At the time of the report, the premature delivery, genital haemorrhage, abdominal pain, dysmenorrhoea, pelvic pain and urinary tract infection had resolved and the fallopian tube perforation, menorrhagia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Her most ailments have been resolved. Breech presentation of baby b, cord prolapse during delivery of baby b, desires permanent sterilization. Procedure: svd (spontaneous vaginal delivery) of twin a, external cephalic version of twin b, rltcs (low transverse caesarian section), btl diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Event abnormal bleeding was added. Event outcome was updated for the event abnormal bleeding. Event onset date was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of premature delivery ("at 25 weeks gestation, she gave birth to twin boys"), pregnancy with contraceptive device ("pregnant") and fallopian tube perforation ("the left essure micro-insert had perforated fallopian tube and was resting on the outside of the same") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal distension. On (B)(6) 2010, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal cramping, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she gave birth to twin boys, one via vaginal birth and one via cesarean section. During the c-section a bilateral salpingectomy was performed). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the pregnancy with contraceptive device and the premature delivery had resolved. At the time of this report, the fallopian tube perforation, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, menorrhagia, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.